Manufacturer narrative:
The manufacturer's technical support engineer provided the customer with the part number and price of the cp u board. The customer reported they replaced the cpu board to address the reported issue. The cpu board was returned to the manufacturer for failure investigation. The board was visually inspected and there were no signs of contamination or damage observed. The cpu board was installed in a test ventilator in an attempt to duplicate the reported issue. When the test ventilator was powered on the backup alarm failed alarm occurred regularly. The piezo disc of the ls1 buzzer on the customer returned cpu board had a low resistance between ground and feedback electrodes. This led to the buzzer failing and the ¿backup alarm failed¿ alarm (e/c 1104) to occur. Replacing ls1 resolved the problem. Patient information was requested; none has been provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a backup alarm failure reference. There was no patient harm.